Manufacturer narrative:
Final analysis found the device exhibited normal electrical characteristics. The complaint could not be verified. (B)(4)

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient's condition was stable post procedure.